Manufacturer narrative:
(B)(4). Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir do not leak and not occluded. (Did not continue dripping insulin after test).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alleging possible over delivery. Customer's blood glucose level was 84 mg/dl at the time of incident and current blood glucose level was 296 mg/dl. Customer¿s other blood glucose level was 163 mg/dl, 138 mg/dl. Customer treated with food. Customer was neither in emergency room and nor in hospital. Customer states insulin pump was on auto mode. The reservoir will be returned for analysis.